Event description:
It was reported that when using the bd pyxis¿ es server user was unable to access the server. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the user sign in issues and unable to authenticate. A technical support specialist (tss) had found that the user was considered 'locked' within the system and suggested unlocking the account on es. The customer had asked the information technology (it) team to unlock the account, after which the user was able to log in. The tss then found that another user had not logged in for a long time, so the password was reset and tried again, but the issue persisted. The tss checked the es server and looked further for the user. Since the first recovery step did not work, the tss considered performing different recovery steps. Later, the customer verified that the user was able to access the server. The system functioned as intended after the technical support specialist troubleshot the device.